Manufacturer narrative:
Correction made to field h6 impact codes. Updated patient identifier information in field a1 has been made available.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant. When initially placed near the septum, sensing was appropriate, but capture was not possible. A second location was targeted and this presented high pacing thresholds. This lead was successfully replaced with a different lead placed at the right atrial appendage. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant. When initially placed near the septum, sensing was appropriate, but capture was not possible. A second location was targeted and this presented high pacing thresholds. This lead was successfully replaced with a different lead placed at the right atrial appendage. No additional adverse patient effects were reported.